Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer found the label content illegible on two (2) tubes. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer found the label content illegible on two (2) tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: lot/batch #: unknown bd japan received three samples, and one (1) photo of the samples was taken for investigation. The photo was reviewed and the customer¿s indicated failure mode for missing label was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".